Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was "crack on the door latch" of a pump being used for chemotherapy infusion. The product issue was observed by bd representative during site visit but unable to assess the issue due to patient confidentiality/privacy. The clinician was reportedly advised to send the device to biomed. There was patient involvement but impact is unknown.